Event description:
Very experienced cardiologist felt too much resistant and screwdriver didn't rattle. Using a new screwdriver, there was a torque rattle immediately. (B) (4) screwdriver. Screwdriver will be sent to the appropriate person via the (B) (4) office.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The complaint concerned an accessory used with the device. The analysis is pending.